Event description:
A malfunction on the pump was reported. There was no reported impact on the customer's blood glucose level. The customer was guided by technical support to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to reach out again if the issue reappeared, which the customer acknowledged and understood.